Manufacturer narrative:
Concomitant product : 5076-45 lead implanted: (B)(6) 2016.

Event description:
It was reported that two days after the implant procedure, the patient experienced a deep vein thrombosis (dvt) in the left arm with swelling. Ultrasound revealed a thombus in the left internal jugular vein and the patient was started on medication. The leads remains in use. The patient was a participant in the (B)(6). No further patient complications have been reported as a result of this event.